Event description:
Gomco clamp failed during a circumcision resulting in a laceration to the penis.

Event description:
Add'l info rec'd from MFR 06/27/01" MFR reviewed complaint and medical device report files and was unable to find any user reports referencing the circumcision clamp. The search was conducted based on the info provided in the maude event report.